Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown, granuloma.

Event description:
Patient representative reported left-side "intense muscular pain and mammary discomfort, varied inflammation, polyarthralgia, anxiety, tachycardia, night sweats, migraine, memory loss, chronic fatigue, fibromyalgia and, consequently, decreased vitality." Physician identified "capsular contracture and signs of granuloma." The recall was mentioned. Device remains implanted.